Event description:
Additional information: it was reported that the patient experienced confusion, delirium on 2011-(B)(6) and was seen in ER. Patient was given cogentin, then to pcp given valium and referred to a psychiatrist. On 2011-(B)(6) the hcp was informed that the pain was unchanged, there were no pump alarms heard. Patient was seen on 2011-(B)(6) and up on interrogation the pump showed that it had stopped on 2011-(B)(6). Normal battery depletion was indicated and the pump was replaced. Drugs delivered were morphine sulphate and bupivacaine.

Event description:
It was reported that the patient experienced withdrawal with symptoms of hallucinations that occurred on (B)(6) 2011. On interrogation, healthcare provider (hcp) found that the pump had stopped delivering medication due to reaching end of service; no alarms were heard from the pump. Patient was at home and on oral meds, but they were not helping as much as the pump. Current hcp planned to keep patient on oral meds; patient desired to replace pump and refill it and was considering hcp options. As of (B)(6) 2011, patient was awaiting to hear back from the implanting hcp.

Manufacturer narrative:
Catheter model: 8711, (B)(4), implanted: (B)(4) 2007, explanted: unk; catheter model: 8731, lot #: b005476n06, implanted: (B)(4) 2003, explanted: unk.